Event description:
It was reported that during a liver resection procedure, while activating on min (power level 3) the tissue pad became dislodged and separated from the jaws of the device. The tissue pad was retrieved. The instrument was replaced and the case was completed without incident. The issue occurred within about three minutes of starting the resection with the instrument. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.